Event description:
The customer contacted stryker to report that their device displayed a blank screen. During evaluation of the device it was observed that the device was unable to power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Root cause is determined to be a faulty printed circuit board on the system pcba.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. During evaluation of the device it was observed that the device was unable to power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was unable to power on. Due to obsolete parts the device is no longer repairable. Stryker returned the device to the customer without performing any repairs.